Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on arms and legs, and under the front therapy electrode. Patient reported itchiness. There was no alleged device malfunction contributing to the irritation. Patient went to the hospital and received an injection, as well as fenistil lotion and pills. Follow up indicated that the rash is fine.